Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (approximately 800 mg/dl) and diabetic ketoacidosis. Suspected cause was a non-tandem kinked infusion set cannula. The infusion set/site was changed but elevated blood glucose continued. Customer was removed from pump and treated with intravenous insulin drip. Blood glucose improved to 150 mg/dl. Customer was reconnected to pump and blood glucose elevated to 400 mg/dl. Customer was treated with manual injections by nurse and blood glucose lowered to 71 mg/dl. Nurse administered dextrose. Customer was discharged (B)(6) 2019. Tandem technical support performed pump system check with customer and no issues were identified.